Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the wire of the vessel sealer extend (vse) instrument was exposed. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The vessel sealer extend (vse) instrument was analyzed and found to have a segment of the conductor wire dislodged at the base of the jaw. Visual inspection found damage to the wire insulation. The instrument passed an electrical continuity test. The instrument was tested on an in-house system. The instrument passed the cut and seal tests on 3 of 3 attempts. Components adjacent to the dislodged wire do not show damage additional observation related to customer reported complaint: the instrument was found to have damaged conductor wire insulation at the distal jaws. The conductor wires were exposed. The conductor wire was damaged, and there may be missing pieces on the conductor wire insulation, but the size of the missing pieces cannot be confirmed. The internal wire was not frayed or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The damaged insulation was likely the result of the dislodged conductor wire. The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A broken connector pin or retention issues can lead to a dislodged conductor wire.